Event description:
While the surgeon was using the davinci (B)(4) bipolar forceps it stopped working and broke while in use inside the patient. It was removed from the field and inspected. It was found to have pieces broken off of it. The patient was later found to have three broken plastic pieces in the abdominal area which where removed.====================== health professional's impression======================device malfunction/failure.